Manufacturer narrative:
Received two new. List #mc33038, 7" (18 cm) appx 0.30ml, smallbore pressure infusion (400psig) ext set w/remv microclave® clear, purple clamp, luer lock, non-dehp tubing; lot #14191580. No visual damages or anomalies were observed. There were no cracks observed on the new sets. The complaint could not be replicated; however, it can be confirmed based on the complaint and device information. The probable cause is due to a material issue on a vendor supplied part. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint. Corrective actions are in process. D9 device returned to MFR on 4/8/2025.

Manufacturer narrative:
The device is available for evaluation; however, has not yet been received.

Event description:
The event occurred on an unspecified date and involved a 7" (18 cm) appx 0.30ml, smallbore pressure infusion (400psig) ext set w/remv microclave® clear, purple clamp, luer lock, non-dehp tubing where it was reported the device was defective/broken around female luer. The event was ongoing since (B)(6) 2024. The female luer cracked like the others. There was patient involvement, no adverse event and no delay in therapy.